Manufacturer narrative:
The hospital biomed performed a checkout of the equipment and a review of the logs. The biomed performed a checkout of the equipment and found it to function within specification. No report of patient involvement.

Event description:
The hospital reported that, following case completion, the display blanked out. There was no report of patient involvement.